Event description:
A malfunction alarm occurred with a specific error code, but there were no notable events leading up to it. The customer did not report whether their blood glucose level exceeded 500 mg/dl, so the impact remains unknown. Technical support provided instructions to reset the pump, and after following these steps, the malfunction code did not recur, indicating the issue was resolved.